Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 valve in the tricuspid position. As the delivery system tip exited the sheath tip, the team began to retract the sheath to mount the valve into position. Immediate resistance was noted during retraction of the sheath tip. The team panned the x-ray inferior along the vein pathway and the delivery system was found to be bowing out of the visual confines of the sheath. The team attempted to retract the system back into the visible outline of the sheath and remove the system and sheath as a single unit. The valve however appeared to be locked into the sheath and did not retract with the delivery system. As the sheath was removed with the "stuck" valve, the puncture area of the right common femoral vein was torn resulting in bleeding at the site. A vascular surgeon was consulted and it was determined that a vascular repair was needed. The current procedure was aborted and the surgical team performed a surgical incision and repair of the torn right common femoral vein access site. The vein was successfully repaired and the patient transported to ICU without incident.

Manufacturer narrative:
The device was not returned for evaluation and no imagery was provided for review. The reported events were unable to be confirmed as no device/relevant imagery were provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, as the delivery system tip exited the sheath tip, the team began to retract the sheath to mount the valve into position. Immediate resistance was noted during retraction of the sheath tip. The team panned the x-ray inferior along the vein pathway and the delivery system was found to be bowing out of the visual confines of the sheath. It is possible that patient factors such as tortuosity, calcification, and undersized vessels were present in the vein pathway. Undersized vessels and calcification can create a restricted or constrained condition which can lead to resistance during delivery system advancement. Tortuosity and calcification can create sub-optimal angles for delivery system advancement that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, causing resistance. Non-coaxial alignment can also lead the valve to catch on to the liner and tear it in the process. Lastly, sharp calcified nodules can damage or weaken the sheath during insertion making it more susceptible to tears during delivery system advancement. However, as no patient information was provided and due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.